Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for three patient samples tested for the elecsys estradiol iii assay (e2) on a cobas 6000 e 601 module (e601). Of the three samples, one had an erroneous initial result that was reported outside of the laboratory. The sample initially resulted as 303.0 pmol/l and this value was reported outside of the laboratory. The sample was repeated three times on (B)(6) 2018, resulting as 69.02 pmol/l, 59.43 pmol/l, and 49.16 pmol/l. The customer reported 55 pmol/l outside of the laboratory as an amended result. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number was 28459200, with an expiration date of 31-oct-2018. The field service engineer determined that the mixer was slightly bent and out of alignment. He replaced and re-aligned the mixer. Precision studies were performed.

Manufacturer narrative:
The provided calibration data was within expectations. Control recovery was acceptable on the day of the event, although prior to this date, a lot of variation was observed. Analyzer performance testing data from 03-jan-2018 and 16-may-2018 were within expectations. A general reagent issue could be excluded since quality controls were within expectations. The investigation was unable to find a definitive root cause.